Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with glucose values elevated overnight and peaking at 401 mg/dl, and the user was advised to perform another infusion set and supply change if glucose did not return to range. Symptoms included high blood glucose. Outcomes included user troubleshooting and education with planned follow-up for a supply change. Investigation included a review of reported glucose trends and user-reported infusion set change timing. Investigation of this case revealed no confirmed device malfunction, with cause unclear and potential contribution from infusion site or delivery issues not verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.